Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The surgeon explanted the device due to a sizing issue and indicated that this was not a malfunction of the device.

Manufacturer narrative:
On 10/26/2010, we received a response from the surgeon resulting from a conversation with the sales rep. He stated that he tried first to implant a 34mm ring. That did not fit and implanted a 32mm ring that fit ok. No further information regarding return of device for evaluation. No other comments were provided. (B)(4) sizing issue, implanted smaller size. No issue with device reported.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The patient claimed that the pump is not responding to the keypad and the keypad is peeling.

Manufacturer narrative:
The surgeon explanted the device and implanted a smaller size device. The surgeon indicated that this was not a malfunction of the device. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring.